Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted the distal end of the instrument shaft was broken. The articulation knob was articulated to the left. Due to the described conditions, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the broken shaft condition may occur as a result of excessive manipulation or rough handling by the end user. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, while transecting the appendix, the surgeon said that he was unable to unload the reload, jaws stayed locked down. After a little wiggling he was able to remove the reload and stapler. It was reported that the stapler had already been fired so there was no resistance when he wiggled the reload of the tissue. It was reported the staff was unsure, they noticed when they disconnected reload from stapler on the back table that something in the distal shaft either broke or was missing. There was no patient injury.